Event description:
This lead was explanted after multiple complaints of recurrent chest wall discomfort (diaphragmatic stimulation). Per oos, the pt's anatomy was such that a good placement couldn't be found. There was no complaint against the lead. It was replaced with a competitor's lead.